Event description:
Caller states that the patient reportedly obtained the following results on the device: 333 mg/dl, 201 mg/dl, 93 mg/dl, and hi. Lab comparisons were performed against each device result with readings of 106 mg/dl, 64 mg/dl, 53 mg/dl, and 259 mg/dl respectively. The comparisons were reportedly performed within 10 minutes. No treatment information provided. No valid quality controls were used. Requested return of suspect device and replacement was sent.